Manufacturer narrative:
A visual examination of the returned uphold (tm) lite with capio slim revealed the sleeves separated from the mesh. However, both sleeves were returned attached to the dilators. Both sleeves were cut, not torn. The suture on each dilator was broken and both darts were missing and not returned. There was no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite was used during a pelvic organ prolapse anterior repair on (B)(6) 2016. According to the complainant, during the procedure, the sleeve detached and separated into pieces. Surgical graspers were used to retrieve the pieces from inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite was used during a pelvic organ prolapse anterior repair on (B)(6) 2016. According to the complainant, during the procedure, the sleeve detached and separated into pieces. Surgical graspers were used to retrieve the pieces from inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.